Manufacturer narrative:
(B)(4). Initially reported under incorrect MFR#: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: articular surface fixed bearing posterior stabilized (ps) left 12 mm height, cat: 42512400712, lot: 62590701. Natural tibia trabecular metal two-peg porous fixed bearing left size f, cat: 42530007501, lot: 62500433. All poly patella cemented 41 mm diameter, cat: 42540000041, lot: 62455998. Stiffness, synovium. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00107, 0001822565-2018-02305, 0001822565-2018-02306, 0002648920-2018-00335. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient was revised due to pain, swelling, stiffness and instability. Testing concluded patient was diagnosed with hyperplastic synovium with mild myxoid changes and focal surface fibin.

Manufacturer narrative:
(B)(4). This follow-up is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history records (DHR) were reviewed for all reported products and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.